Event description:
On (B)(6) 2012: customer reports thru (B)(6); a (B)(6) female patient, with unknown medical history and a prior uneventful exposure to optiject 350 for an abdomen and pelvis CT scan, received 50 ml of optiject 350 (ioversol), by IV route, for a CT scan for painful tumefaction of the epigastrium. There was no information on concomitant medication provided. On (B)(6) 2012, during the examination, after optiject 350 injection, the patient experienced injection site extravasation after vein rupture leading to injection site oedema and redness. The product was aspirated, her arm was raised and she underwent an iced massage. The patient also presented a skin allergic reaction with discreet oedema, erythematous spot, few scattered macules and papule very pruriginous. The patient was treated locoid (hydrocortisone). At the time of the report, the patient's outcome was unknown.

Manufacturer narrative:
The customer reported an extravasation occurred during an injection. The injector was not inspected or serviced by covidien service. The customer stated the cause of the extravasation is not assessable. No further investigation needed at this time.